Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter was found with breeach integrity as "packet adhesive appears degrades, packets opening spontaneously therefore no longer sterile." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: the review was conducted on lot 7095563. It was built and packaged on afa line 11 from 09apr2017 through 11apr2017 for the quantity of 243,810ea. It was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. It was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in-process inspections included but were not limited to blister thickness, bad seal/cut/holes, seal transfer width and package leak test. These were performed on various stages throughout the process, all the inspections passed per specifications. Sap (qn) database review findings: subject code was an s1 severity ranking. Review was conducted for this MDR-level a investigation which disclosed the following: there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Analysis of peura (end user risk analysis) to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Observations and testing: received one unused 20ga bd insyte autoguard blood control catheter unit within a partially opened package from lot 7095563. All components were present and intact with the blister pack partially opened at the top end. Visual/microscopic examination: observed that although the unit package had a partially opened seal at the top of the blister pack and the sterility barrier was compromised; the unit package (blister pack) demonstrated to have had an adequate seal with no anomalies at time of manufacturing. The product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Conclusions: the defect of package damaged-defective-other as stated in event description was confirmed with the returned units. No anomalies were found and all the process characteristics that directly influence the seal strength were observed to be within specification. The units were acceptable per specification requirements. There was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA 48637 was initiated to address the issue of open seal complaints. Tasks associated with the CAPA plan have been completed.